Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in uterus for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one misfired". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the embedded device and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedded in uterus for 7 years') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "one misfired." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and complication of device insertion ("complication of device insertion"). At the time of the report, the embedded device and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.